Event description:
It was reported that the pt did not receive any benefit with his cochlear implant. A pre-op x-ray showed that only 3 electrode contacts were inside the cochlea. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.